Event description:
On (B)(6) 2009, the patient reported that for the past 2 months she has noticed air bubbles form in her insulin cartridge after 1 day of use. She stated that she does prime all air from the insulin cartridge prior to use and she allows insulin to reach room temperature. She stated that she does not push air into the insulin vial when filling the insulin cartridge and she was advised to do so. Upon follow up on (B)(6) 2009, the patient stated that she had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.